Event description:
It was reported that while the pressure guidewire was in the pt's body, an error message indicating an unstable signal was obtained. The pressure guidewire was pulled from the wire introducer outside of the pt. At this point, the physician noticed that the tip of the pressure guidewire was bent. He believed the wire introducer damaged the tip of the wire. The wire was not reinserted into the pt due to the observed damage to the tip of the wire. The physician decided not to do the ffr and proceeded with the pci. There was no pt injury or adverse events reported. The device was returned to the MFR and during examination, it was observed that the distal tip corewire was broken and exposed.

Manufacturer narrative:
(B)(4). The wire was received in damaged condition with the hypotube kinked at multiple locations and the corewire was broken at about 0.5 cm from the distal end and was exposed. The other part of the core wire was still attached to the dome and the tip coil. The pressure sensor was intact but the tip was bent and no pieces of the corewire or any other parts were missing from the device. When functionally tested, the wire was recognized and successfully zeroed without encountering any error messages. A stable pressure signal was produced and the reported failure was not confirmed. The mfg documentation for this device was reviewed. The device met all quality and mfg reviewed. The device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The corewire is present to support the device and would not affect the signal failure. We were not able to conclusively determine the possible cause of the reported failure. It was reported that the wire introducer damaged the pressure guidewire and likely resulted to the corewire's separation. No further action is required.